Manufacturer narrative:
Manufacturing location: (B)(6). Manufacturing date: january 07, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item was jammed. The repair technician reported the lever was sticky and binding. Binding is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as part: 03.501.080 / lot: 8735273 is a lot/batch controlled item. The manufacture date of this item is january 10, 2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a scrub tech discovered a jammed application instrument for sternal zipfix during surgical preparation for an unknown case on an unknown date. It is unknown if the patient had been anesthetized or brought into the operating room at the time of discovery. No additional information is available. This report is 1 of 1 for (B)(4).